Manufacturer narrative:
(B)(4).

Event description:
The following has been reported: customer reported: #9242144761-100% battery. Screen flashes & shuts back off. Dashboard shows 100 % battery, offline, no data logs to download. A preliminary review of the logs identified the following issue: mechanical hardware failure (screen no input). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
Device was returned because the screen went black unexpectedly and the pump turned itself off. Logs were not available at the time but fresh logs were able to be pulled that indicated a som crash had occurred. The som crash could not be replicated during testing but the som will be replaced as a precaution. The logs also indicated a history of sticky pins issues and the outlet pin was found to be very dirty. Cleaning resolved the drag.